Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk.

Event description:
Customer reported that he had high blood glucose; stated that her insulin pump drive support cap is sticking out, alarming no delivery and squirting the insulin out. Nothing further was reported.